Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a concern with the "rate accuracy of delivery" when infusing experimental drugs. Although requested there are no further details provided.

Manufacturer narrative:
The customer¿s report of possible rate accuracy issues was neither confirmed nor replicated. No details of any specific event were provided, including date and time or intended programming parameters. The pcu event log did not contain any entries for the three returned pump modules prior to the date the issue was reported. Inspection of the devices showed no obvious issues or anomalies. Functional testing confirmed that the pump modules were delivering fluid within specification. The root cause of the customer's report was not identified.